Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the clinical observations. The caller stated that the patient would be followed in a month. The patient's clinic was contacted and no additional information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel which had triggered the lead safety switch (lss). Impedance measurements have been around 350 ohms and sensing has been stable since the lss was triggered and the lead was reconfigured to unipolar configuration. In office testing in bipolar configuration produced impedances greater than 2000 ohms and noise. The sensitivity was programmed to fixed and the lead remains in unipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating noise was still occurring on the atrial channel of this system which could be recreated with isometrics. The lead remains in unipolar configuration and the automatic gain control (agc) was reprogrammed to 0.8mv. No noise was noted following the sensitivity change. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this patient was not feeling well and the clinic requested a device interrogation. The patient's symptoms correlate with atrial fibrillation (af). An episode of noise was noted on the right ventricular (rv) channel with no oversensing or pacing inhibition noted. The physician will continue to monitor this patient.